Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event occurred on an unknown date involving a 26" ext set w/3-port nanoclave® manifold, check valve, 2 microclave® clear, clamp, luer lock where it was reported that the rn noted the patient¿s blood pressure decreased significantly while she was assisting another patient. Upon arrival at the bedside, the manifold piece had disconnected from the manifold, causing the vasopressor to subsequently into the floor instead of the patient. The patient complained of unwell feeling due to a significant drop in blood pressure due to unintended interruption of medication. There was a patient involvement but no report of patient harm.

Event description:
Update: a medwatch report was received on 20-jul-2022.

Manufacturer narrative:
Received one used list #am3014, 26" ext set w/3-port nanoclave® manifold, check valve, 2 microclave® clear, clamp, luer lock; lot #5162807 with one used extension set w/ sight chamber (unknown list number and unknown lot number) for evaluation. The vasopressor solution residuals were observed in received used device and mating devices. The middle nanoclave was observed to be separated from the manifold. The used device was confirmed to have the center manifold nanoclave port separated at the ultrasonic weld. The weld was visually examined and found to not be fully welded around the perimeter of the nanoclave assembly. The adjacent nanoclave ports were functionally tested and found to exceed specification without separating. The complaint is confirmed with a probable cause of insufficient ultrasonic weld during nanoclave assembly. The device history report (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. Additional information: a2, a3, a5, a6, b5, f2, d9 - date returned to mfg initial is 7/14/2022, and f2 - uf/importer report # is (B)(4)- date of event, e4 - initial report sent to FDA, and d9 - device available for evaluation.

Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. The lot history was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Additional information: d9 - device available for eval changed from yes to no.